Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. A 1.5mm x 20mm x 142cm coyote es otw balloon catheter was advance for dilation. During the procedure, the balloon ruptured upon first inflation at 10 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. There was no patient complications noted as a result of this event, and the patient was in good condition after the procedure.